Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. It is noted that during the revision surgery the liner was found to be worn out. A definite root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.

Event description:
It is reported a patient was revised due to instability.